Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4) corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the customer reported that the sb534, unimax specimen bag broke during a diagnostic laparoscopy on (B)(6) 2019. A portion (1 inch piece) of the attached memory wire bag detached when bag was placed in patient for removal of a specimen. Detached part and specimen bag were retrieved and thorough exam of area by surgeon took place to ensure no foreign objects were retained. New retrieval bag used. The procedure was completed using another bag, there was a slight delay to retrieve the bag. There was no user or patient injury. This report is being raised as a voluntary distributor report due to device malfunction with potential for injury upon reoccurrence.